Event description:
Secondary IV tubing was not dripping appropriately. Tubing would pull from secondary medication for several drips and then pull several drips from the primary bag. Tubing was switched out and there was no patient harm from this event. Our facility is reporting this event solely based on potential for patient harm.